Event description:
It was reported that during a routine system pacemaker implant this right ventricular (rv) lead was an attempted lead due to the lead was implanted in a deep septal position and needed to be repositioned. It was noted the attempted lead had a lack of qrs narrowing. The helix was retracted, and the physician was concerned about heart tissue infiltrating the helix. The physician elected to remove the lead and implant a new one with the same model number successfully with no issues. The attempted lead will not be returned. No adverse patient effects were reported.